Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10912. It was reported that the burr and the rotawire were stuck in the lesion. A 330cm rotawire and rotablator burr were selected for use. During procedure, it was noted that the burr and the wire were stuck in the lesion. The devices were removed from the patient and the wire was noted to be damaged during the removal. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. Ablation was performed at 200, 000rpm at 10 seconds for three times. It was noted that the burr did not rotate and it became stuck on the rotawire and not on the lesion. Both device were pulled out together and were able to be separated outside the patient.